Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bypass surgical procedure involving the powered stapler reload, the staple line did not hold or opened up, resulting in anastomotic leakage. The patient required additional surgery and continued to stay in the intensive care unit. Suturing was performed as a reinforcement for the staple line. It was also noted that the patient continued to leak in the anastomosis area and the mechanical anastomosis had to be performed two more times.

Manufacturer narrative:
Additional information: b5, d4(UDI), g3, h3, h6 correction: b2, e3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. The returned video contained an external view of the surgery. There was evidence of fluid leaking from the patient; however, a staple line could not be seen. It was reported that the staple line did not hold. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bypass surgical procedure involving the powered stapler reload, the staple line did not hold or opened up, resulting in anastomotic leakage. The patient required additional surgery and continued to stay in the intensive care unit (ICU). Suturing was performed as a reinforcement for the staple line. It was also noted that had patient has been intervened three times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the powered stapler reload, the staple line did not hold or opened up, resulting in anastomotic leakage. The patient required additional surgery and continued to stay in the intensive care unit. Suturing was performed as a reinforcement for the staple line. No patient complications have been reported as a result of this event.